Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump was received with minor scratches on display window. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.